Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high undefined impedance and oversensing of non-physiologic signals. The rv lead was reprogrammed and subsequently explanted and replaced with a previously implanted lead that was uncapped and reactivated. It was also reported that the rv lead encountered extraction difficulty, and was subsequently explanted via femoral access due to lead degradation during laser explant from the subclavian. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.